Event description:
Philips received a complaint on the expression patient monitor (mr400) indicating that while performing annual preventative maintenance checks, the biomedical engineer (biomed) discovered that the invasive blood pressure (ibp) port number one and number two were out of tolerance by -4mmhg, which is outside of recommended manufacturer tolerance levels. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
Analysis was performed by philips field service engineer (fse), who went onsite and verified that ibp was inaccurate. Based on the results of the analysis, it was determined that the cause of the reported problem was the ibp assembly. The issue was resolved by replacing the ibp assembly, and the device was returned to clinical use after the device passed testing and verification.